Manufacturer narrative:
(B) (4).

Event description:
Procedure: laparoscopically assisted vaginal hysterectomy. According to the reporter: the black coating on the sheath came off during the case and got hooked on the peritoneum. It was removed from the pt. The doctor was able to continue the case without any problem. There was no report of pt injury, bleeding or extension in or time.